Event description:
On (B)(6) 2017, the reporter contacted lifescan, USA alleging a cracked display on the lifescan meter. This complaint is being reported because the alleged issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.